Event description:
It was reported the patient was hospitalized for depressive symptoms in 2008. A treatment with citalopram was started. The patient committed suicide (by hanging) in 2008. The patient was hyperactive and made professional plans for the future the day before committing suicide. Refer to manufacturer report # 9614453200804458.

Manufacturer narrative:
.